Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the return fields (isp) in oracle is identified as: controller/joystick/options, corrosion. Returns expanded evaluation report conclusions: utilizing existing complaint information, actual observations and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the joystick accelerating. The complaint is most likely to have been caused by the liquid ingress corrosion on the pcb.

Event description:
Dealer is stating that they were informed by the end user that the chair is accelerating without intending it to do so. Per enduser "on two occasions it hyper accelerated causing the chair to lurch forward and strike my desk. You will recall that on one of our appointment I had you turn down the speed in drive #1 to prevent this from happening."